Event description:
Additional information was received from the healthcare provider indicated that during a refill appointment on 09-apr-2021 the expected reservoir volume was 6.4 ml and the actual reservoir volume was 10.2. It was noted that due to the patient being wheelchair bound it was difficult to perform dye studies. The caller stated that she sees the patient again in jul of 2021 for their next refill and they would be checked again for a volume discrepancy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal (2000 mcg/ml at 1114.4 mcg/day) via an implanted infusion pump. It was reported that at the last refill the got back significantly more than expected and the patient's spasticity worsened to the patient where they went from walking to wheelchair bound. It was noted they did a dye study today, the catheter was patent and showed a nice normal spread. The caller noted they did a roller study next to check the pump and it was normal. There were no alerts when the pump was interrogated and caller noted the pump logs had not yet been read. The issue was not resolved through troubleshooting.